Event description:
By analysis of a device sent in for repair, lmt determined that an issue had caused the therapy to be interrupted. Lmt has not received any information about patient harm in this context.